Manufacturer narrative:
Product event summary: the device was returned. Analysis of the device found high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for approximately two weeks prior to the revision procedure, the patient had been experiencing syncope and a review of a holter monitor electrocardiogram (ECG) indicated a loss of capture on the cardiac resynchronization therapy pacemaker (crt-p). The crt-p was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.